Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that 3 or more loss of prime events had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: a loss of prime with non-zero force event was recorded in the black box. No loss of primes occurred during the investigation. The force sensor calibration reading was within specifications. The pump was opened for further investigation and to inspect the force sensor flex; no defects were found. Both caps were returned and used to complete the investigation with no other issues reported.